Event description:
It was reported that a patient had a break in aseptic technique, which was described as an unclean therapy area, during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient began treatment with dianeal pd2 ultrabag 2.5%(dose and frequency not reported) intraperitoneally (ip) for pd. The patient experienced peritonitis and was hospitalized on the same day. On the same day, continual treatment was started with injection (inj) of fortum (1 gram in night bag, route not reported) and inj reflin (1 gram in night bag, ip). The outcome of the peritonitis was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be submitted.